Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok¿ syringe sterile there is a complaint of foreign matter/damaged device from the plunger seal. The consumer stated ¿the plunger seal is smearing on the barrel.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: two loose 5ml assembled syringes were received by bd and reported to be from batch #7238674 (p/n 309646). The samples were visually evaluated. The syringes appeared used and were received in a specimen bag with gloves and gauze. The syringes were found to have black marks on the inside of the barrels between the zero line and 3.6 ml line. The marks appear to be residue from the stoppers rubbing against the barrel walls. There appears to be insufficient lubrication inside the barrels, but enough that the stoppers are still able to move, although with difficulty. There are no black marks between 3.6ml and the flange. DHR review for batch 7238674 (p/n 309646): manufacturing dates: 09/17/2017 to 09/18/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within the acceptable criteria. Batch 7238674 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available evidence and the information we have today, the syringes were assembled without issues. The returned product has been manipulated. It is unknown the conditions that the product was exposed to after leaving the plant that may have affected its performance. This is the first time a complaint for this defect has been received for this or a similar product at the plant. There is no evidence to indicate that the defect observed was due to the manufacturing process. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.